Event description:
It was reported that during a ptca/rotablator/stenting treatment procedure the quantum maverick monorail balloon ruptured. The lesion being treated was a calcified, 90% stenotic lesion in the distal rca. The physician initiated treatment of the lesion with rotablator intervention, then placed a competitor's stent at the lesion site. The quantum maverick monorail balloon was then used for post-dilatation of the stent, but ruptured at 18 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The patient was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. No patient injuries were reported. Patient status is reported as 'good'.